Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located at the distal edge of the proximal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. Review of the product specification indicates that the device was not inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach using a 4fr 60cm non-bsc introducer sheath. The target lesion was located in the moderately tortuous and severely calcified left femoral artery. After a non-bsc guidewire crossed the lesion, a 2mmx20mm x143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured longitudinally. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach using a 4fr 60cm non-bsc introducer sheath. The target lesion was located in the moderately tortuous and severely calcified left femoral artery. After a non-bsc guidewire crossed the lesion, a 2mmx20mm x143cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured longitudinally. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.